Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device ws difficult to remove. In accordance with instructions for use, a dilator was inserted into the access ports; the safety release button was activated, which released the device from the tissue tract. Hemostasis was achieved with the clip. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.